Event description:
It was reported that the device was used during a sleeve gastrectomy. The surgeon stated the device locked before the first firing cycle and he could not fire the device. The procedure was extended by 120 minutes due to technical problems. Two days later the patient had to be reoperated. According to the surgeon, the reoperation did not have a relation to the problems of our stapler. The patient was listed in stable condition. Patient went home 2 days after the reoperation. The recovering is as expected. No further problems.

Manufacturer narrative:
Date sent: 06/30/2009. Evaluation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with four fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.